Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed the lead tip/helix appears normal - not damaged or deformed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. In addition, patient was scheduled for av (atrioventricular) node ablation, hence rv lead replacement took place prior to ablation. The replacement of the lead was challenging as the helix took a while to come back and additional traction was needed to get the lead out. Moreover, avn was ablated. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the reason for high threshold was possibly due to lead position. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. In addition, patient was scheduled for av (atrioventricular) node ablation, hence rv lead replacement took place prior to ablation. The replacement of the lead was challenging as the helix took a while to come back and additional traction was needed to get the lead out. Moreover, avn was ablated. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the reason for high threshold was possibly due to lead position. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. In addition, patient was scheduled for av (atrioventricular) node ablation, hence rv lead replacement took place prior to ablation. The replacement of the lead was challenging as the helix took a while to come back and additional traction was needed to get the lead out. Moreover, avn was ablated. This lead was explanted and replaced. No additional adverse patient effects were reported.